Event description:
Paramedics responded to a person in cardiac arrest. According to the reporter, the device wouldn't charge. A backup device was called for and used. The patient was transported to the hospital and outcome is unknown.